Manufacturer narrative:
Mindray service representatives replaced the main board and verified operation.

Event description:
Customer reported a failed display on the passport 2 monitor, which may have resulted in a loss of primary monitoring. No patient injury was reported.